Event description:
Pump was reported to overinfuse on an unknown channel during clinical use. The pump was set to deliver an unk medication at a rate of 75ml/hr. 4 hours later there was only 325ml left in the bag but the IV pump stated that only 297ml had infused and there were 703ml left to infuse. No additional clinical information was able to be obtained. No pt injury was reported.